Event description:
Pt underwent cranioplasty with norian and titanium implants. Post operatively, pt experienced fluid build up. Two small drainage surgeries were performed. Surgeon has not removed the implanted material. This is 1 report of 9 on the same event.

Manufacturer narrative:
Implants currently remain in the pt. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. Mfg records could not be reviewed without a lot number.